Event description:
Customer reported with an issue of "air/water supply". No harm was reported. No patient harm, no user injury reported . The device was returned for evaluation. During the device evaluation, foreign material was found in the suction tube. This report is being submitted due to the finding of foreign material in the device suction tube (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem, of poor air/water supply, was confirmed. The device evaluation found that the nozzle drain failed. During the device evaluation foreign matter came out of the suction channel. It was also found that a dent on suction tube in universal cord and the channel tube, channel cleaning brush could inserted smoothly. In addition, it was found that due to wear of angle wire, bending angle in up direction did not meet the standard value and there was play in the up/down knob. The bending section cover and the connecting tube had scratches and the connecting tube had a dent. There were also black dots found on the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified and device evaluation noted the suction channel was not damaged. Review of the facility's reprocessing practice was noted to be in accordance with IFU. However, ¿a foreign material came out from the suction channel¿ was observed during device evaluation . Therefore, it was verified that the subject device did not meet specifications and functions to be required. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscope: inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the suction function: depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.olympus will continue to monitor the field performance of this device. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.